Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted november 9, 2017.

Event description:
Per the patient's audiologist, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans for future explantation; however, has yet to be scheduled as of the date of this report.